Event description:
When the surgeon positioned the 1st coil ¿ micrusphere 10 cerecyte microcoil 3.5 mm x 6.6 cm (csp10035030/g13752), the device could not detach. The surgeon had to withdraw it and changed to a new one to complete the procedure. No adverse event occurred. As the patient had infectious disease, samples had been discarded. The patient had acom. Size is 3.5mm*3mm.

Manufacturer narrative:
The procedure was coiling of an acom aneurysm, 3.5mm x 3 mm. As reported, when the surgeon positioned the first coil (micrusphere 10 cerecyte microcoil 3.5 mm x 6.6 cm, csp10035030/g13752), the device would not detach. The surgeon withdrew the coil and changed to a new one to complete the procedure. No adverse event occurred. All devices used in the procedure were discarded at the hospital due to the infectious status of the patient, and no other information is available. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Without the return of the devices, the complaint cannot be confirmed and no root cause can be definitively established. Failure to detach is addressed in the instructions for use, which recommends performing a pre-deployment electrical check outside the patient prior to advancement of the coil to the target lesion in order to minimize the likelihood of this type of complaint. It is unknown whether the pre-deployment check was performed in this case. Therefore, no corrective action is warranted at this time.